Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that a revision procedure was performed and the lead was surgically abandoned.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture, increased threshold measurements, and high pacing impedance measurements greater than 2000 ohms. The physician decided to continue monitoring the lead. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.